Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient was implanted on (B)(6)2013 and underwent revision surgery due to implant fracture after a fall on (B)(6)2021. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: it was reported that the patient was implanted on (B)(6)2013 and underwent revision surgery due to implant fracture after a fall on (B)(6)2021. Neither x-rays, operative notes, office visit notes, nor the device or photos of the device were received. Therefore, the condition of the device, as well as patient- and procedure-related factors that may have affected the performance of the device such as bone quality, activity level, type of activity, and relevant medical history are unknown. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the event description the patient's fall may have caused or contributed to the implant fracture. Nevertheless, due to the significant lack of data and the unavailability of the device, it was not possible to conduct a thorough investigation. Therefore, a specific cause could not be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
This report is being filed to relay additional information, which was unknown at the time of the previous submitted report. Product was returned to zimmer biomet for investigation. A final report will be submitted once the investigation is completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Complaint has been reopened. Product was received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted d10 concomitant medical devices: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14 catalog: 01.00402.065; lot: 2701714. Biolox delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 catalog: 00-8775-036-02; lot: 2708227. Zimmer biomet's reference: (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h6, h10. The broken revitan stem was delivered with the biolox head still mounted on the stem taper. The connection pin of the distal revitan stem is broken in the non-blasted area. The fracture surfaces show a fatigue fracture starting from the lateral side. Both fracture surfaces are partially polished. The proximal component exhibits no bone ongrowth. Several scratches and nicks can be seen. Patterns of small polished stripes are visible, especially on the medial side. The distal component shows damage consisting of scratches and dents possibly deriving from the revision surgery. Bone attachments are visible on the anchorage surface. Review of the device history records identified no deviations or anomalies during manufacturing. Based on the visual examination, it can be confirmed that the connection pin of the distal revitan stem fractured. Based on the event description the patient's fall may have caused or contributed to the implant fracture. Nevertheless, since the cause may be multifactorial, a specific cause could not be found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: revitan distal hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture after a fall.